Event description:
It is reported that the pt had a poly exchange due to infection. The pt also had an incision and drainage and reduction of joint done at this time. X-rays taken at the emergency room showed the pt's shoulder was dislocated.

Manufacturer narrative:
Evaluation summary: no devices were returned, however a photo of the revised poly liner was provided. The photo does not indicate anything out of the ordinary. The sterilization process for all devices produced at zimmer are validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better, and are processed according to the validated sterilization process parameters and must meet all the acceptance criteria before sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.